Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had a power issue and the patient had a blood glucose (bg) of 400 mg/dl with confusion, but received no unusual treatment. Upon troubleshooting, customer support found that the battery cap had not been tightened all the way down. The patient tightened the battery cap and the issue was resolved. There was no indication of pump malfunction. This complaint is being reported because the patient experienced hyperglycemia subsequent to use error: failing to tighten the battery cap properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.